Event description:
Explanting physician reports "massive seroma. At the time of surgery a very large seroma with thickened capsule was found. Implant was intact. Histology from the implant capsule showed an anaplastic large cell lymphoma. Original implant was following mastectomy." No cytology or pathology confirmation has been rec'd, and there is limited information at this time. If further information becomes available, it will be reported.

Manufacturer narrative:
Device labeling addresses anaplastic large cell lymphoma (alcl): "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers' breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma.....when testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma: the (B)(6) experience. Recommendations on its management and implications for informed consent.¿ l. Johnson, j.m. O¿donoghue, n. Mclean, p. Turton, a.a. Khan, s.d. Turner, a. Lennard, n. Collis, m. Butterworth, g. Gui, j. Bristol, j. Hurren, s. Smith, k. Grover, g. Spyrou, k. Krupa, i.a. Azmy, i.e. Young, j.j. Staiano, h. Khalil, f.a. Macneill. The journal of cancer surgery, 43 (2017) 1393-1401. (B)(4).

Event description:
Article ¿breast implant associated anaplastic large cell lymphoma: the (B)(6) experience. Recommendations on its management and implications for informed consent¿ reported treatment as ¿partial capsulectomy - unable to excise posterior capsule implant removal¿ and ¿adjuvant chest wall radiotherapy.¿ this is a confirmed case of alcl, as pathology for alcl cells and histopathological markers (cd30+, alk-) were implied within the article as being reported. Per 32 month follow-up, patient is disease free.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).